Event description:
I have had numerous problems and caused by this device and went to the hospital and to different doctors with no help, they just let on like I am stupid but never find out why I am having the problem. The date that I put above is the last time that I went to hospital about it. I started having problems the day I went home after it was implanted. They would check it and finally told me to just take it like a man. I have called guidant about it also with no help I started emailing and calling them in 2003. Now they tell me that it has problems and that they are working on a fix that may take 3-4 months. Why don't they replace it? I have had enough of this thing causing problems and pain. I would hope someone would contact me about this so I can tell you the full story that has been going on.